Event description:
Complainant reported that patient had gluteal implants implanted, and the left side device was explanted approximately 15 months post-operatively due to recurring seromas and possible infection.

Manufacturer narrative:
Method: though the device was not returned, implantech performed a review of the production records. (No errors or omissions were identified that might account for the reported events.) No other reports of seromas or infections have been reported on this lot or associated sterile lot. Complaint rates remain low, and no increase in the frequency or severity of the devices has been identified. Results: no device problem was identified via review of the production records. There have been no other reports of seroma or infection with either the manufacturing lot or associated sterile lot. Conclusion: seromas and infection are known inherent risks of implant procedures and are addressed in the product labeling.